Manufacturer narrative:
The local boston scientific sales representative could not provide further details regarding this patient. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Visual inspection noted the lead had been severed 4 cm from the is-1 pin. Resistance testing confirmed the electrical continuity of the returned segment. The lead damage was confirmed to have been the result of the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 700 ohms to 1141 ohms. Additionally, threshold measurements had increased. A revision procedure was performed and the lead was removed from service. No additional adverse patient effects were reported.